Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
User reports twin pump "head error" message on the hl 20. No harm to any person was reported. Complaint ID# (B)(4).

Manufacturer narrative:
During system preparation the user reports twin pump "head error" message on the hl 20 . No harm to any person was reported. A getinge field service technician (fst) was onsite and investigated the unit in question. The hl 20 machine was checked and it was found that the optical tacho board is defective and needs to be replaced. Thus the reported failure could be confirmed. The reported failure "head error" has been investigated in a previous complaint on 2019-08-26. The most probable root cause could be determined as a broken wiring of the optical tachoboard. Device was manufactured in 2011-06-10. The review of the non-conformities during the period of 2011-06-10 to 2022-04-06 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID #(B)(4).